Event description:
The reporter indicated that the atrial lead was inappropriately sensing and had a low impedance value of 190 ohms. An inner insulation fracture was suspected. During the pacemaker's replacement, the lead was examined. The suture appeared to be on the lead. The lead was removed in pieces, but is not expected to be returned.